Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: last week, inratio: 3.2, re-test: 2.2 (later in day). Date: (B)(6) 2010, inratio: 3.6. Caller also reported the meter timing out at apply sample, and a low temperature error. Pt thought blood was getting smeared on strip.

Manufacturer narrative:
Investigation pending.